Event description:
It was reported that during a shoulder surgery the device started breaking when implanting the device into the shoulder. It then broke in different pieces and it took the surgeon some time to get the pieces out of the shoulder. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (4.75 mm). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.